Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber started forward firing instead of side firing, after 10,000 joules of use. The metal cap was loose and rotating. The procedure was completed using another fiber without patient complications.